Event description:
The facility representative reported a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. The reported condition occurred upon power up in the biomedical service department. There was no report of patient involvement, injury or medical intervention necessary. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The service history revealed that the device has been previously sent into service for the reported condition of "damaged battery." During previous service on (B)(6) 2010 for damaged battery, the main batteries and harness were replaced. Also during previous service on (B)(6) 2010 for an unknown issue, the main batteries were changed per procedure. On (B)(6) 2007, for field corrective action upgrades and on (B)(6) 2006 for a power issue, the main batteries and harnesses were replaced. On (B)(6) 2003 for a battery issue, the main batteries were replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated during product evaluation. The cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to fix the reported condition. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).